Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implant procedure, the guidewire can not pass through the electrode. The lead was not implanted. No further information is available.